Manufacturer narrative:
Full name of customer address is (B)(6). The subject device was received and evaluated . Device evaluation and inspection at olympus repair center (rc) china found the nozzle was clogged by some plastic transparent thread and the a/w supply was not smooth. The customer reported issue of a/w supply is insufficient was confirmed. Furthermore, the following findings during inspection were noted on the device: device is tight during angulation. Stained on the protector of the insertion tube found. The insertion section was wrinkled. The objective lens (ob-lens) found cracked, due to which, some shadow appeared on the image. Worn suction cylinder noted. S-cover no name plate. Light guide (lg-tube) was scratched and wrinkled. The switch found worn. The switch box noted stained. Repair history review of this product found the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the air/water (a/w) supply is insufficient. The issue found during reprocessing. The device was replaced with another scope and the intended enteroscopy procedure was completed with no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is likely due to foreign material remained in the nozzle since some reprocessing steps were deviated from IFU. However, the cause of the event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ·reprocessing manual_ precleaning the endoscope and accessories -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.